Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe did not cut during more than six vitrectomies. Aspiration was not working well. The procedures were completed replacing the probes. There was no patient harm in any of the events. The probes were successfully tested prior to the procedure. Additional information has been requested but not received to date.

Manufacturer narrative:
No probe sample was returned for evaluation. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the lots traceable to the reported lot indicates there was one additional complaint for the reported issue. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).